Event description:
A customer observed a false positive troponin I reuslt for a pt sample on the vitros eci system. Biased results were reported to the physician, who admitted the pt for observation. Repeat testing and testing of an additional sample from the pt yielded negative results. Falsely elevated results may lead to inappropriate physician action. There was no report of pt harm as the result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event found the precision of the system with this assay did not perform as expected. Datalogger analysis did not identify any instrument reportable malfunction. Qc results were acceptable. The lab is not correctly following the testing algorithm requiring repeat testing of samples >0.08 ng/ml, and releases initial results without any repeat testing. Due to this user error, imprecise results were reported to the physician.